Event description:
It was reported "we had a leak from an a-line statlock, MFR# art0220. We actually had two, but one was saved." This report addresses the first of the two devices (the saved device).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the statlock extension set was unconfirmed as the problem could not be reproduced on the returned sample. The product returned for evaluation was an extension set from a statlock retention device. Adhesive foam was attached around the statlock tubing with ¿leak here¿ written on it with and arrow pointing to the connection between the tubing and the male connector. Another arrow was written directly on the device. When an attempt was made to flush the returned tubing with water from a 12cc luer-lock syringe, the extension set was patent to infusion and no leaks were detected. The distal end of the male connector was then occluded, and the investigator flushed blue dye through the device against the occlusion, creating a positive pressure within the device. No leaks were seen at the location indicated by the arrows or anywhere else on the device. The distal male connector was attached to a non-complainant stopcock and the stopcock was closed/plugged. The connection at the distal connector of the extension tubing was pressurized with blue dyed water. No leaks were detected at the distal connector, when attached to an auxiliary device. Microscopic examination was conducted on the fillet between the inner and outer tubing near the distal end of the device. The fillet was complete and adhered to both sets of tubing. The fillet between the outer tubing and the hard plastic male luer connector was also examined and found to be complete around the entire perimeter of the tubing. However, the fillet had slightly separated from the male connector in some areas along the perimeter of the connector. Even though the fillet had started to separate, no leaks were detected on the sample. Potential causes for leaks at the junctions on this device could include chemical degradation, weakened bonding solvent, insufficient amount of bonding solution applied, excess manipulation of the device near the joint, or material fatigue. The dfu states, ¿avoid contact with alcohol, as contact with alcohol can weaken bonding of components and pad adherence.¿ and ¿minimize catheter/tube manipulation during application and removal of the statlock stabilization device.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we had a leak from an a-line statlock, MFR# (B)(4). We actually had two, but one was saved." This report addresses the first of the two devices (the saved device).